Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer's blood glucose was 8.3 mmol/l at the time of incident. The customer stated that they changed the infusion set and reservoir but the insulin flow blocked alarm recurred. The insulin pump will not be returned for analysis.